Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range impedance measurements and increased threshold measurements were observed on the right ventricular (rv) lead. As the physician suspected a lead fracture, a revision procedure was scheduled. No adverse patient effects were reported.

Event description:
Subsequent information was received that the patient experienced a syncopal episode and when they presented to the clinic, the out of range impedance measurements were observed. It was indicated the rv lead was deactivated. No additional adverse patient effects were reported.